Manufacturer narrative:
Medwatch sent to FDA on (B)(6) 2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of loss of consciousness is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of loss of consciousness as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible."

Event description:
Healthcare professional reported immediately after injection to the cheekbones with juvederm voluma with lidocaine, as well as concomitant injection to the lips with juvederm ultra 3, patient lost consciousness for about 8 minutes. Emergency services were called and unspecified treatment/intervention was provided to the patient, however patient "refused to go to emergency." Symptoms resolved. Patient has had two previous occasions of loss of consciousness and was taking hormone therapy at the time of injection.

Manufacturer narrative:
Medwatch sent to FDA on 03/22/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported immediately after injection to the cheekbones with juvederm voluma with lidocaine, as well as concomitant injection to the lips with juvederm ultra 3, patient lost consciousness for about 8 minutes. Emergency services were called and unspecified treatment/intervention was provided to the patient, however patient "refused to go to emergency." Symptoms resolved. Patient has had two previous occasions of loss of consciousness and was taking hormone therapy at the time of injection.